Event description:
The device became hot while patient was wearing a transmitter. Manufacturer response for EKG wireless transmitter, apex pro ch (per site reporter). We are asking ge to share evaluation results with us.